Event description:
Malfunction: screen freeze, lcd display. A laser technician reported the lcd display of a laser console showed "pressure check" for an extended period of time after refractive surgery was fully completed on the right eye of a patient. She stated the notebook computer showed the surgery as "planned" and disallowed the typing of post-operative notes. She reported the system returned to normal on it own and the surgeon was able to complete surgery on the left eye without any issues. The technician stated the surgeon does not feel that the patient was harmed or injured, by the event.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) performed test surgeries, but was unable to duplicate the problem. He reviewed the log file which showed all surgeries were completed successfully and the system was functioning within specifications for the day of this patient's surgery. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4). (B) (4). (B) (4).